Event description:
On (B)(6) 2009, the patient reported that he received an e4 (occlusion) error while attempting to bolus. The infusion site and tubing had been in use since (B)(6) 2009. He disconnected from the infusion site and was able to prime without error. He was advised to change the infusion site. He stated that the cannula was kinked upon removal. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.